Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a pod detachment handle (handle). During the procedure, the physician removed the handle from its packaging and found that the proximal end of the handle was broken; however, the physician tried to re-assemble it and use it. While attempting to detach a pod8 using the handle, the pod8 pusher assembly came through the back of the handle. Therefore, the handle was removed and the procedure was completed using another handle to detach the same pod8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pod detachment handle (handle) was undamaged. Conclusions: evaluation of the returned handle revealed a fully functional device. The returned device was undamaged. The device was tested using a handle fixture and performed within specification. The handle was opened to further evaluate the device and no issue was found. The complaint could not be confirmed. The root cause of the reported complaint could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.